Event description:
It was reported there was high threshold on the right ventricular (rv) lead. The rv lead was repositioned. The patient was enrolled in the panorama os clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2007, 5076 implantable pacing lead implanted: (B)(6) 2007. (B)(4).